Event description:
It was reported by the edwards field clinical specialist, that a dissection of the right common iliac artery occurred during the transfemoral tavr procedure. Per report, the vessel at the point of dissection measured 9.3mm with 75% calcification. Additionally some resistance was met while initially advancing the 24 f sheath. It was noted to be at the place of the dissection. A bare metal stent was used to repair the dissection.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 24 f sheath is 8.0 mm. In this case, it was reported that the vessel measured >8 mm at the site of injury; however the vessel was reportedly 75% calcified, which likely caused or contributed to the vessel dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.